Event description:
It was reported that the caller experienced a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a complete pump reset, and the caller successfully initiated their sensor session without further issues.